Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the physician noticed that the tip of the neuron max 6f 088 long sheath (neuron max) was damaged upon removal from the packaging. The damaged neuron max was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new neuron max.

Manufacturer narrative:
The mandrel was loose on the packaging card and the neuron max 6f 088 long sheath (neuron max) distal tip was fractured. The neuron max was kinked approximately 60.0 cm from the hub. Evaluation of the returned neuron max revealed a fractured on its distal tip. The mandrel was observed to be loose on the packaging card. If the mandrel comes loose, it may pin the distal tip of the neuron max inside the packaging tube. If the neuron max is retracted against this resistance, a fracture may occur. Further evaluation revealed a kink on the proximal shaft of the catheter. This damage was likely incidental and occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.